Manufacturer narrative:
Correction to the initial report: the product that was initially received is the wrong product and does not belong to this complaint. Multiple attempts have been made to obtain clarification for the wrong product received. However, no response has been received. Therefore, d 9. Device available for evaluation? Has been updated to a ¿no¿. As such, the device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 31273420l, and no internal action related to the complaint was found during the review. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation and the patient experienced heart block that required pacemaker insertion. During ablation with a qdot micro catheter, a complete heart block occurred. Heart block was observed during radiofrequency (rf) ablation. They came off ablation and the procedure were terminated. They paced from ventricle and then the patient received a temporary pacemaker. Post procedure, during observation, they saw conduction return and the patient will remain in the lab for observation. The patient required extended hospitalization for observation and a permanent pacemaker implanted. The patient recovered. The physician's opinion on the cause of the adverse event was procedure and patient condition.